Event description:
When tapping in implant, implant cracked in half into patient. Implant was not retrievable. The patient's bone was reported to be hard. No adverse consequences with the patient as a result of this event. This device is used for treatment.